Manufacturer narrative:
As reported, the galaflex 3dr was used for a breast lift procedure and it is reported that the repair did not hold. Based on the information provided, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the information provided.. Not returned - remains implanted.

Event description:
As reported, the patient underwent bilat breast implant exchange and breast lift on (B)(6) 2022. As reported, the patient presented shortly after the procedure with both breast dropping significantly and not lifted as expected. As reported, the surgeon would like to repair the patient's breasts, but he cannot at this time since the galaflex has not fully resorbed.